Event description:
The patient reported that the pump was unresponsive.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a data corruption, which rendered the pump operable.